Event description:
During a breast oncology procedure, specifically a mastectomy, part of the coating on the tip of the plasmablade device chipped off while cleaning the device in the cleaning slot of the holster. The same device was used to complete the case. None of the coating fell into the patient and there was no patient impact.

Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 4.0 product number: ps200-040 lot number: unknown expiration date: unknown quantity returned: 1 testing performed: device packaging inspection: plasmablade 4.0 device received in a (B)(6) shipper box with no packaging to fill the negative space and within a single biohazard bag. Tyvek lid returned and the device information from the label is listed as plasmablade 4.0, ps200-040, with lot # fl50847333 and expiration date of 2017-10. There is a discrepancy in the product lot number returned as this does not match the populated pli information within gch as the lot number is listed as unknown, a tyvek lid was returned with the device therefore an lhr review will be performed on lot # fl50847333 for complaint investigation. It is not possible to confirm the device information against the information that is listed within gch since the lot number is listed as unknown nor is it possible to confirm the device that was sent back as the reported complaint device. No paperwork was provided. Device visual inspection: device is used with dried blood on handle, shaft and nose. Electrode coating is damaged, bent with missing glass insulation coating; with electrode charring present also the heat shrink shows melt back which visually relates to the reported complaint description, figure # 2 thru figure # 4. Device plug connector and cord has been cut off from the device, figure # 1. Both cut and coag buttons have a definitive tactile feel. Functional inspection: not performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # fl50847333: 10.3.2 ¿ inspection ¿ blades inspection ¿ 1 scrap device 20.3.3 ¿ clean of soldered blade with alcohol - new wipes ¿ 1 scrap device investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed that the glass insulation coating on the electrode is peeling and missing from several areas and it also appears that the electrode is bent which may have caused the glass insulation coating to become compromised resulting in the peeling of the tip coating. Such devices are quality inspected prior to release to the customer, therefore it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. A likely cause of the failure plausibly suggests the electrode was not cleaned according to the IFU recommendations and was likely bent during use which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade and specifically relates to the reported complaint as listed below: lbl-00165 rev. C ¿ plasmablade 4.0 ¿ IFU ¿ precautions and warnings when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. Reference documents: 42-10-1020 rev. D ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1368 rev. E ¿ product specification and quality plan ¿ plasmablade 4.0 lbl-00165 rev. C ¿ plasmablade 4.0 ¿ IFU ¿ instructions for use 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: no functional inspection performed as the complaint was confirmed via visual inspection utilized.

Event description:
During a breast oncology procedure, specifically a mastectomy, part of the coating on the tip of the plasmablade device chipped off while cleaning the device in the cleaning slot of the holster. The same device was used to complete the case. None of the coating fell into the patient and there was no patient impact.

Manufacturer narrative:
Product event # (B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 4.0 product number: ps200-040 lot number: unknown expiration date: unknown quantity returned: 1. Testing performed: device packaging inspection: plasmablade¿ 4.0 device received in a (B)(4) shipper box with no packaging to fill the negative space and within a single biohazard bag. No paperwork was provided. Device visual inspection: device is used with dried blood on handle, shaft and nose. Electrode coating is damaged, bent with missing glass insulation coating; with electrode charring present also the heat shrink shows melt back which visually relates to the reported complaint description. Device plug connector and cord has been cut off from the device. Both cut and coag buttons have a definitive tactile feel. Functional inspection: not performed as the reported complaint was confirmed via visual inspection. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed that the glass insulation coating on the electrode is peeling and missing from several areas and it also appears that the electrode is bent which may have caused the glass insulation coating to become compromised resulting in the peeling of the tip coating. Such devices are quality inspected prior to release to the customer, therefore, it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. A likely cause of the failure plausibly suggests the electrode was not cleaned according to the IFU recommendations and was likely bent during use which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip. Customers are properly trained for proper use prior to using the peak surgery system which includes reading and understanding the IFU. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ precautions and warnings when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4).